Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Date of event is approximate as the data were collected between 01jan2016 to 31jan2021. Article information; eliquis: alternative anticoagulation for heartmate 3 ventricular assist device k r. Whitehouse, et al. Asaio journal67.suppl 2: 39. Lippincott williams and wilkins. (Jun 2021). Doi: http://dx.doi.org/10.1097/mat.0000000000001492 department of cardiovascular and thoracic surgery, university of louisville, louisville, ky, USA. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research abstract ¿eliquis: alternative anticoagulation for heartmate 3 ventricular assist device¿ identifying that heartmate 3 (hm3) may be related to bleeding and stroke. This study evaluated a total of 35 patients implanted with the hm3 between 01jan2016 to 31jan2021. The groups compared were eliquis (n=15, 43%) and warfarin (n=20, 57%). All patients received 325 mg aspirin daily. At 1 year, thrombotic complications were not different between the groups. The eliquis group had clinically lower rates of bleeding complications (5% v. 30%, p=0.1). The adverse events of bleeding and stroke were similar in hm3 patients receiving warfarin or eliquis.

Manufacturer narrative:
Manufacturer's investigation conclusion. A direct correlation between the lvad devices and the reported events could not be conclusively determined through this evaluation. The research abstract titled ¿eliquis: alternative anticoagulation for heartmate 3 ventricular assist device¿, reported the following information: a total of 35 patients who received heartmate (hm) 3 implantations between 01jan2016 and 31jan2021 were analyzed for this study. This study compared a group treated with eliquis (n=15, 43%) versus a group treated with warfarin (n=20, 57%). All patients received 325 mg aspirin daily. Stroke, bleeding, and ¿other thrombotic complication¿ were all listed as clinical outcomes in this study.¿ the study concluded that although eliquis may be a safe alternative anticoagulant therapy in hm 3 lvad patients, additional studies are needed. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 lvas patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction,¿ lists bleeding, stroke, thrombus, and thromboembolic events as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), lists thromboembolism as a potential late postimplant complication and provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.